Event description:
A surgeon reports that the intraocular lens (iol) was hard to fold and would not unfold after it was inserted. It was reported that there was no pt injury associated with this event.